Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer stated the alarms would occur during basal deliveries. Customer also stated they were unable to rewind the insulin pump due to the no delivery alarm. The customer also reported experiencing a high blood glucose of 600 mg/dl from their no delivery alarm. Troubleshooting did not occur as the customer already changed out their infusion set. Customer was unable to remove their battery cap. The customer's blood glucose was 230 mg/dl at the end of the call. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.